Manufacturer narrative:
The device was received for evaluation. During functional testing, infusing faster than programmed was not reproduced. Evaluation sent device to flowline for flow rate accuracy testing. With a delivery rate of 40ml/hr and vtbi of 40ml, the test resulted in 41.207ml which is an error percentage of 3.0175%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused faster than programmed. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected additional information h6 and h11: the device was received for evaluation. During functional testing, infused faster than programmed was not reproduced. Device was sent in for flow testing and passed with an error percentage of 3.0175%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.